Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The products have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
The customer¿s report of an occluded set was confirmed. Visual inspection of the set noted no holes or tears on the tubing and no cracks, crazing or breaks on the components of the set. There were no other anomalies observed. Functional testing was performed; fluid filled the pressure sensing disc when primed from the female luer. When primed from the male luer via a stopcock, the fluid did not reach the pressure sensing disc. The tubing was pulled out of the pressure sensing disc at the male luer end of the set. The set was primed from the female luer end of the set. Fluid passed all the way through the set. The root cause of the occluded set was identified as an excessive application of tubing solvent.

Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
(B)(4)

Event description:
We received customer medwatch report from FDA that states, "newborn female was placed on dopamine for blood pressure issues as patient was deteriorating. Patient's blood pressure didn't respond despite increasing dosage. Microbore tubing with sensor disc was replaced with new tubing and patient responded to dopamine. Attempted to flush, on (B)(6) 2015: when microbore tubing was inspected it appeared to be primed with fluid but we were unable to flush any more fluid through the tubing."